Event description:
It was reported that the brakes on are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device was not made available by account.